Event description:
It was reported that the device was used during a ladg. While using the device, bleeding was not controlled well with strange sound. The sound continued after several times of reconnection. There was no metal touching. The surgery was delayed about 10 minutes to change to new device. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/21/2008. Information anticipated, but unavailable at this time.